Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage test was performed and failed. Performed share log review and fatal error found in log. The customer complaint was confirmed because the device displayed a fatal error on the log. The reported event of transmitter failed error was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the receiver and smart device showed a transmitter failed error on (B)(6) 2016. No additional patient or event information is available. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed. The root cause was determined to be a low transmitter battery that lead to a transmitter failure. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.